Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated during the actual testing of the pump. The review of the alarm history revealed evidence of loss of prime illustrated by a call service alarm 162 (no delivery, no prime) warning due to low non-zero force on one occasion. During the actual testing, ez-prime steps were performed correctly with no loss of prime or call service alarm occurrences. Unrelated to the original complaint, the battery compartment was noted to be cracked.